Event description:
In 2007, the lay-user/patient contacted lifescan alleging that she had an unspecified problem with a one touch basic meter. The patient tests her blood glucose 2-3 times a day. The patient was unable to specify what problem she was having with the reported meter. The pt stated, "I don't know if it's the test strips or if I'm not using the right code." She also mentioned that she had not tested for the last couple of days because of the meter. The pt said that she replaced the meter's battery. It is not clear as to when or why she replaced the meter's battery. On an unspecified date/time after the alleged issue began, the pt developed symptoms of sweating and blurry vision. It would have been helpful to know the following info: the patient's medication and diabetes management regimens, if the pt made any changes to the regimens because of the alleged meter issue, what issue the pt was actually having the meter, what date/time the reported meter issue began, and what date/time the pt's symptoms developed. In addition, it would have been helpful to know what times during the day the pt typically tests, what her last meter reading was, and what actions the pt took in response to developing the symptoms. The pt did not have a checkstrip or test strips for troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue started. The pt claimed that she had not tested for a couple of days because of the meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned. Lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.